Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was explanted and replaced due to high, out of range high voltage lead impedance. The patient was fine after the event.